Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this bioprosthetic aortic valve, the patient expired. The cause of death was not received. It was reported that the patient was "very frail at the point of this procedure". There is no evidence to suggest that the valve or its function caused or contributed to the patient's death. It is unknown whether an autopsy was performed.